Manufacturer narrative:
Information received via data summary report from site in support of an investigator sponsored study. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "revised shell and head due to recurring dislocation. Postoperative dislocation week of (B)(6) 2004, for which he had a closed reduction, another dislocation in early (B)(6), another dislocation end of (B)(6); revision on (B)(6) 2004 (constrained liner)."